Event description:
On 1/26/93 a device was implanted. On 3/13/96 the cuff was revised. On 10/23/96 the pump was revised. On 11/20/96 the device was removed from the pt and replaced due to recurring incontinence--fluid loss.